Manufacturer narrative:
(B)(4).

Event description:
It was reported that a helix would not extend during implant. Patient was stable before, during and after the event. No further information.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.